Event description:
A 2.5 mm diameter x 24 mm length micro driver rx coronary stent system was inserted into a patient for the treatment of an unk lesion. The vessel morphology is unk. It was reported that the patient had received angioplasty and four coronary stents. Upon deployment of the micro driver rx, the doctor observed that the stent had unexpectedly separated from the rest of the system. No additional clinical sequelae were reported and the patient's status is stable. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation conclusions: lack of information (vessel morphology is unk, no reports or device returned).